Event description:
The manufacturer received information alleging a ventilator's pressure was low. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. Contamination was observed by the technician. The device's active exhalation control module and .43 micron filter were replaced to address the issues.